Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had changed the battery and now it had blank screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display was not blank less than 30 seconds and also they had low battery signal. Customer was calling back with blank display after receiving new battery cap. Troubleshooting was performed. The insulin pump will not be returned for analysis.